Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient who was receiving clonidine 340.9 mcg/ml at 150.01 mcg/day and fentanyl 431.8 mcg/ml at 190.01 mcg/day for an unknown indication for use. It was reported that there was a pump inversion and the patient experienced an increase of pain. It was reported that the patient explained that on (B)(6) 2014, the can't do a bolus with the patient programmer and it was difficult to communicate. It was reported that on (B)(6) 2014, they found the inversion of the pump and did a manual inversion/turn of the pump. It was reported that at the examination the pump was inverted so the next step would be to fix the pump. It was noted that the patient is on anticoagulation treatment so they would wait. It was reported that on (B)(6) 2015, the patient came before their refill for increase of pain and they told them that the boluses are less longer efficient before 2-3 hour and now 1 hour and that the bolus duration is less than before, there was no change of the "programation" but ask to do more bolus than the patient does. It was reported that they didn't change the number of the bolus because the patient does only 7 then 12 bolus that they can do. It was reported that they did an x-ray of the pump to check if it is correct, but it was not inverted, and to see if the catheter is still in the same place. It was reported that the cause of the increased pain was that when the pump is inverted the patient programmer has difficulty to do bolus and so the patient cannot release her pain. No further complications were reported and/or anticipated.